Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod for longer than 48 hours. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment, the patient administered a manual shot of insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.6 hardware: iphone14.7. Cgm sensor type: g7.

Manufacturer narrative:
The pod arrived not deployed with the slide insert not visible through the top housing window, and the soft cannula not visible through the bottom housing window. No damages or manufacturing defects were observed. No timeouts or drive stalls were observed. The pod arrived in pod state 15 delivering a total of 46 first prime pulses and was subsequently deactivated before the start of second priming. The needle mechanism was reset and redeployed successfully using the lock n load fixture.